Event description:
It was reported that at an unspecified time, an all purpose drainage catheter, was damaged. The physician stated, "there is a cut/slit between the holes that is not supposed to be there." It was unknown what caused the cut/slit. The length and direction of the cut was not specified.

Manufacturer narrative:
(B)(4).